Event description:
Report 3 of 3. It was reported by customer that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The first photo was reviewed and lot # 5120085 ¿ appears to be within the expected limit according to the volume indicator on the label. For the second photo it is not possible to accurately identify the blood volume in the tubes. The volume indicator is located on the opposite side of the label. Additionally, 5 retention samples were functionally tested, and all tubes drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3. It was reported by customer that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.